Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The screw and the drill interfered during procedure. If continuing the procedure, we worried that the drill could break. However the surgeon continued drilling, so the tip of the drill was broken. The broken tips remain in the marrow. Attempted to treat to remove it that 1 mm k wire be hooked and pulled out or sucked, but could not remove it. As a result, it remained in the patient's body.